Manufacturer narrative:
The field event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found external insulation abrasion at 11.4 ¿ 11.7 cm from the connector pin breaching the outer insulation and exposing the outer coil. The damage was consistent with friction to the device can. No shorts were found.

Event description:
Related manufacturer reference number: 2017865-2021-18386. It was reported that the patient presented for a follow-up in clinic. It was observed that both the right atrial and right ventricular leads exhibited noise. The leads were explanted and replaced, and the patient was in stable condition.